Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 : reference manufacturer report: 1627487-2018-00235 and 1627487-2018-00237. It was reported the patient had multiple reprogrammings of scs system by a company representative with continued ineffective therapy. Surgical intervention was taken to explant the scs system. During the surgery it was discovered one lead was not tightened into the ipg and could be pulled out without using a torque wrench.